Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 1 initial calcium result 2.3 mg/dl, repeat 8.2 mg/dl; initial bicarbonate 41 mmol/l, repeat 23 mmol/l. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 2 initial glucose result 47 mg/dl, repeat 77 mg/dl. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 6 initial creatinine result 5.3 mg/dl, repeat 1.4 mg/dl. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 7 initial calcium result 1.9 mg/dl, repeat 8.5 mg/dl. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 5 initial creatinine 3.9 mg/dl, repeat 1.9 mg/dl. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 4 initial creatinine result 3.4 mg/dl, repeat 2.2 mg/dl and 0.7 mg/dl. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.

Event description:
User received erratic results with various tests for an undetermined number of patient samples. Seven examples were provided. Sample 3 initial bicarbonate result 49 mmol/l, repeat 26 mmol/l. There was no change in the patients' treatment because the errant results were not reported out. The field service representative determined the vacuum vessel did not have a good seal from the rinse mechanism and adjusted the tubing. Performance tests were performed which were within specification.